Manufacturer narrative:
A partial lead with the connector pin measuring 5.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicates that the patient experienced no complications post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead replacement procedure, the lead was damaged during the process. The next morning, decreased pacing lead impedance was observed and programming changes were made. The lead was later explanted and replaced.